Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarms with no delivery whenever her reservoir is low or starts to become low. She stated that she removes the set and reinstalls it, and the insulin pump will delivery properly. The patient's blood glucose was 410 mg/dl at one point. She did not mention symptoms or treatments of the high blood glucose. The customer stated that she will receive no delivery alarms on empty reservoirs, and that whenever she removes the cannula from her body she gets a welt. She also mentioned having undergone 4 hernia surgeries. Troubleshooting was not completed and no products were returned or replaced.